Manufacturer narrative:
Product analysis: the valve was not returned for analysis; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two months and twenty-three days following the implant of this 26mm transcatheter bioprosthetic valve, a treatment for mitral valve insufficiency was performed that resulted in the chordae tendineae being cut and a temporary drop in blood pressure. Percutaneous cardiopulmonary support (pcps) was introduced and cardiopulmonary resuscitation (CPR) was performed. The blood pressure dropped again and transesophageal echocardiogram (tee) noted a pericardial effusion. Pericardiocentesis was performed without improvement. Subsequently, a sternotomy was performed, and a dissection and perforation were observed. Per the physician, the dissection was caused by the paddle of the valve which pierced the ascending aorta during CPR. Hemostasis was performed however, the patient expired one day later.

Manufacturer narrative:
Additional information was received that during the mitraclip placement for the rupture of the chordae tendineae, the patient died the same day as the procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that per the physician, the injury was caused by the valve. The autopsy results indicated the cranial edge of the metal frame of the transcatheter aortic valve passed through the intima and media of the ascending aorta (2mm length on the false lumen). The dissection was classified as a type I debakey. The dissection occurred from the ascending aorta to the lower abdominal aorta, from the right common iliac artery to the external iliac artery ranging from 5cm from the ostium of the common iliac. It included the brachiocephalic artery, the left and right common carotid artery as well as the left and right subclavian artery. The autopsy indicated that it was not a retrograde dissection from the pcps insertion at the femoral artery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.